Event description:
It was reported that the device did not meet the longevity expectations. It was later reported that the left ventricular (lv) lead had a high threshold. It was thought that the device was reaching elective replacement more quickly than expected, even with the high lv output. The device was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device did not meet the longevity expectations. The device will be scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device lasted 68% of its expected longevity. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri. The weekly trend data file showed min bat=2.683 to 2.669 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt<= 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri. The weekly trend data file showed min bat=2.683 to 2.669 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt<= 2.6251 volt.